Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they got a severe hematoma right before they were about to be discharged. They kept the patient overnight. The hematoma was at the stimulator incision site. At the hospital they drained it before the patient went home. There was a huge amount of fluid. The patient has still been draining for over a month. Some drainage came out last night and it looked like matter. The patient said the therapy was not working, and they probably need to be reprogrammed. Sometimes the therapy seems to work and sometimes it doesn't. They were wet just as many times as before the implant. The trial seemed to help. The patient was going to wait until the hematoma clears before they try reprograming the stimulation. Additional information was received from a patient. They reported that patient called back in reporting that they need to get the device reprogrammed. Patient mentioned previously reported information regarding having severe hematoma and added that they were not infected but they were still draining "some". Patient mentioned that there wasn't a "drain tube" put in "it", but did not clarify what they meant by drain tube or where they expected the drain tube to be put in. Patient also confirmed that theirimplantable neurostimulator (ins) was indicated for bladder treatment. During the call, patient had their spouse speak on the call while the spouse assisted the patient in using the external devices. Agent reviewed general therapy information and walked caller through connecting to their ins. Caller confirmed that the therapy was turned off, was able to turn it back on and increase the stimulation to a comfortable level. Agent then walked caller through ending session and reviewed the difference of turning external devices off vs. Turning therapy off. Patient would maintain stimulation and would continue to monitor symptoms. Redirected to healthcare provider (hcp) if issue persisted.